Event description:
It was reported that the customer's insulin pump had run out of insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information via social media that the customer passed away at home on (B)(6) 2016. It was reported that the paramedics stated that the pump was faulty as the insulin ran out. No further information was provided.